Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00421). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory notification. Interrogation of device revealed that the battery had reached eri. A drastic drop in battery voltage was noted. Device replacement is planned.